Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed at the connector site of one of the 3 leads of a 3 lead extension set with interlink injection site. The reported condition occurred during infusion when normal saline (non-baxter product) was pushed through the connector. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.